Event description:
It was reported that the user lost their phone and the ilet displayed an alert to connect a continuous glucose monitor (cgm) or switch therapy after the three-day bg run period expired, at which point the pump no longer delivered insulin until a new cgm was connected. The user¿s blood glucose was 576 mg/dl and they were unable to download the app to start a new fsl3+ sensor at the time of the call. Symptoms included hyperglycemia. Outcomes included use of backup therapy with subcutaneous insulin by pen and shutting down the ilet until a new sensor could be started. Investigation included customer interview and troubleshooting and education on bg run expiration and therapy transition. Investigation of this case revealed that the device operated as designed by suspending automated insulin delivery after bg run expiration when no cgm was connected, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user circumstances and therapy configuration without an active cgm were the cause.